Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). A 190 fielder xt guide wire was advancing when resistance met with the heavy calcification and the tip separated, unraveling throughout the rca up to the aorta. The separated portion of the wire was loose and could not be snared. The patient was taken to surgery for bypass and the wire was retrieved. The procedure was successful and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There was no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Pathum thani, thailand, registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.